Event description:
Customer requested to have drager come to the hosp to copy the device log from the ventilator. The customer stated that a pt incident had occurred and they wanted a copy of the device log. The customer did not allege malfunction of the ventilator. A drager service engineer went to the hosp and found the ventilator had been sequestered. The coordinator of respiratory care reported the following info to the drager service engineer; a premature neonate had been connected to the ventilator. The pt had died but it was unk if the pt was connected to the ventilator at the time of death or if the death had occurred after removing the pt from the ventilator. A hosp biomed had tested the ventilator, found no functional problem and had copied the device log. The respiratory staff had observed a 6 ft piece of corrugated breathing hose attached to the expiratory valve exhaust port and the other end of the hose was connected to a humidifier bottle attached to a flow meter on the wall. The service engineer copied the device log from the ventilator as requested. The attempt to gather add'l details about the incident was carried out by drager but no further info was disclosed by the hosp dept of quality management.